Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely leakage occurred at a-rubber (bending section cover) and water invaded the device during device handling by the user. As a result, an abnormality occurred in the electrical component, and the error message was displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when preparing the evis lucera elite bronchovideoscope for a diagnostic bronchoscopy procedure, error code e315 [scope not recognized] was displayed when the scope was connected. The patient was not yet anesthetized. The intended procedure was completed using a similar device, with no delay to the procedure, and no patient harm was reported.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, scope error e315 appeared, however, the image returned to normal once the device was dried. The issue may have been caused by fluid ingress. Additionally, a leak was found due to pinching in the bending section of the rubber cover (a-rubber). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.